Manufacturer narrative:
Correction h6 patient code. Additional information: h6 device code the report of being unable to change the infusion volume due to a keypad issue was not confirmed. The pcu event log shows there were four pump modules in use on the day of the reported event. The event description originally stated the reported event occurred at 0745 and was then later changed to 1945. The event log shows that around 0745, the only device that had changes made to it was unit c (pm s/n (B)(6)) and the user was able to change its volume (vtbi) without any issues. Then around 1945, the only device that had changes made to it was unit b (pm s/n (B)(6)) and it also was able to have its volume (vtbi) changed without any issues. The only issue observed around this time was around 0748, when the user had difficulty changing the audio volume, however it was confirmed by clinical cad that this was not the issue the user experienced and audio volume was not being confused for the infusion volume. The devices were being used for treatment the pcu s/n (B)(6) was not returned for investigation. The root cause of reportedly being unable to change the infusion volume was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 05 december 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 05 september 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the clinician was unable to change the infusion volume of levophed on the pump module. It was noted that the infusion went to keep vein open (kvo) rate and when the clinician tried to enter the volume, the setting was locked and would not allow to enter the desired volume. This issue resulted to a rapid decrease in the patient's blood pressure and the patient coded. Code blue was initiated and one round of chest compression was performed. A dose of epinephrine was then administered. The pulse was checked at the two-minute mark, patient had strong pulses and return of spontaneous circulation (rosc) was confirmed. After return rosc, the patient had elevated peak pressures accompanied with persistent hypoxemia. The patient was placed in prone position again and remained admitted in intensive care unit (ICU). It was then mentioned that the following medications were infusing at the time of the event: levophed, fentanyl, precedex, heparin, vasopressin, and nimbex.

Event description:
It was reported that the clinician was unable to change the infusion volume of levophed on the pump module. It was noted that the infusion went to keep vein open (kvo) rate and when the clinician tried to enter the volume, the setting was locked and would not allow to enter the desired volume. This issue resulted to a rapid decrease in the patient's blood pressure and the patient coded. Code blue was initiated and one round of chest compression was performed. A dose of epinephrine was then administered. The pulse was checked at the two-minute mark, patient had strong pulses and return of spontaneous circulation (rosc) was confirmed. After return rosc, the patient had elevated peak pressures accompanied with persistent hypoxemia. The patient was placed in prone position again and remained admitted in intensive care unit (ICU). It was then mentioned that the following medications were infusing at the time of the event: levophed, fentanyl, precedex, heparin, vasopressin, and nimbex.

Manufacturer narrative:
Investigation conclusion: the report of being unable to change the infusion volume due to a keypad issue was not confirmed. The pcu event log shows there were four pump modules in use on the day of the reported event. The event description originally stated the reported event occurred at 0745 and was then later changed to 1945. The event log shows that around 0745, the only device that had changes made to it was unit c (pm s/n (B)(6)) and the user was able to change its volume (vtbi) without any issues. Then around 1945, the only device that had changes made to it was unit b (pm s/n (B)(6)) and it also was able to have its volume (vtbi) changed without any issues. The only issue observed around this time was around 0748, when the user had difficulty changing the audio volume, however it was confirmed by clinical cad that this was not the issue the user experienced and audio volume was not being confused for the infusion volume. A review of the device error log found no errors during the time of the reported event. Functional testing of the returned pcu found no issues with keypad and the pcu passed keypad testing. Device inspection: pcu s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Root cause analysis: the root cause of reportedly being unable to change the infusion volume was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 05dec2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 05sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the clinician was unable to change the infusion volume of levophed on the pump module. It was noted that the infusion went to keep vein open (kvo) rate and when the clinician tried to enter the volume, the setting was locked and would not allow to enter the desired volume. This issue resulted to a rapid decrease in the patient's blood pressure and the patient coded. Code blue was initiated and one round of chest compression was performed. A dose of epinephrine was then administered. The pulse was checked at the two-minute mark, patient had strong pulses and return of spontaneous circulation (rosc) was confirmed. After return rosc, the patient had elevated peak pressures accompanied with persistent hypoxemia. The patient was placed in prone position again and remained admitted in intensive care unit (ICU). It was then mentioned that the following medications were infusing at the time of the event: levophed, fentanyl, precedex, heparin, vasopressin, and nimbex.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race and ethnicity: african american, non-hispanic.

Event description:
It was reported that the clinician was unable to change the infusion rate of levophed on the pump module. It was noted that the infusion went to keep vein open (kvo) rate and when the clinician tried to enter the volume, the setting was locked and would not allow to enter the desired volume. This issue resulted to a rapid decrease in the patient's blood pressure and the patient coded. Code blue was initiated and one round of chest compression was performed. A dose of epinephrine was then administered. The pulse was checked at the two-minute mark, patient had strong pulses and return of spontaneous circulation (rosc) was confirmed. After return rosc, the patient had elevated peak pressures accompanied with persistent hypoxemia. The patient was placed in prone position again and remained admitted in intensive care unit (ICU). It was then mentioned that the following medications were infusing at the time of the event: levophed, fentanyl, precedex, heparin, vasopressin, and nimbex.